Event description:
It was reported that an episode of vf was triggered by atp therapy for a vt episode. Programming changes were made. The vf was terminated with hv shocks. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.